Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to additional information collected, the procedure was completed after restarting the system. A philips field service engineer (fse) went on-site and confirmed that system could not emit x-ray. Fse analysed the system log file and found error codes 02hx and 02hw. Upon further troubleshooting, it was determined that the cathode voltage was low. Despite swapping q1 and q2, the low cathode voltage issue persisted. The kv-ma board was subsequently replaced, but this did not resolve the problem. The fse then proceeded to replace the high voltage transformer and conducted a calibration. The faulty transformer was returned to philips for further analysis. The analysis revealed that the high voltage transformer was electrically defective, as it failed the 100 kv symmetry test due to arcing error. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.